Manufacturer narrative:
(B)(4). The customer advised physio-control that they have been unable to reproduce the reported issue and have put their device back into service. The device was not returned to physio for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would power on by itself. As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported issue.